Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolled during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 165 mg/dl. The customer stated that the pump alarmed button error while doing a bolus. The customer stated that the act and escape buttons are not working. They customer stated that when she tried to enter the blood glucose, the numbers continued to scroll. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.